Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 129 mg/dl, and the meter bg reading was 600 mg/dl. Reportedly, the customer went to the emergency room for elevated bg and admitted to hospital. The customer was treated intravenously with saline and insulin for diabetic ketoacidosis considered dangerous by healthcare provider. Reportedly, the issue was resolved. Hospital discharge date was not provided and customer did not respond to tandem follow up attempts. A replacement sensor was sent to the customer.